Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 120mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusions were noted. The catheters were irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed for pressure testing. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot crkbwp, conformed to the specifications when released to stock on the 4th september 2014. No root cause could be determined as the device functioned as expected. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
On (B)(6) 2015, it was found during implantation that fluid did not flow well through the device. The same new device was implanted instead and the procedure was completed. Further information would be provided as soon as (B)(4) receive it from the facility.